Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The patient's medical history was significant for infection/erosion at the electrode's superior incision site. The physician explanted the distal electrode segment (down to the proximal sternal incision site). The pocket site was not reopened. The remaining proximal electrode segment was surgically capped. The patient will be treated with antibiotic for a couple of weeks and then a replacement electrode will be implanted.

Event description:
Boston scientific received information that this patient was presented back to the ep laboratory on (B)(6) 2015. The s-ICD device was explanted. A single chamber ICD and transvenous right ventricular (rv) defibrillation lead were implanted.